Manufacturer narrative:
The investigation found that (B)(6) ¿ is calculating incorrect electron density (ed) information in specific situations. The dose calculation is also affected. It is possible that the forced electron density settings will be changed for some structures unintentionally, and this can result in incorrect dose calculation. A field corrective action notice (fca-ims-0033), and was reported to the regulatory authorities on 4 september 2019. An important field safety notice (382-01-mon-015) was sent to all affected customers on 4 september 2019, which provides a work around to avoid the issue. A software patch to correct the issue is estimated to be released october 2019.

Event description:
The customer reported a discrepancy between monaco gui (graphical user interface) and behavior.